Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.6. Hardware: iphone15.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient went to ER on (B)(6) 2026, for high blood glucose level rose to 1200 mg/dl while wearing the pod for between 4 and 24 hours on infusion site (abdomen). The pod malfunctioned as it was not delivering enough insulin. The patient had a symptom of vomiting and dizziness. As treatment, intravenous fluids and insulin were given. The patient was discharged on the same day.